Event description:
It was reported that the insulin pump had physical damage to it. The reporter did not know the blood glucose reading. The caller stated that the insulin pump had cracks in the reservoir compartment and did not know how the damage had occurred. The caller also reported an absence of vibration during normal use. A battery replacement did not resolve the issue and the settings were confirmed as correct. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The vibration functioned properly and no vibration anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.